Manufacturer narrative:
Investigation: since a valid lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified the description of the event.

Event description:
It was reported that unspecified bd¿ catheter leaked from the adaptor. A crack was seen on the adaptor. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found liquid leakage at adaptor, checking there was a crack on the adaptor.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter leaked from the adaptor. A crack was seen on the adaptor. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found liquid leakage at adaptor, checking there was a crack on the adaptor.